Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the displayed "remove and reattach cassette when cassette is removed". No patient involvement reported.

Manufacturer narrative:
B5: additional information received via email on 26-oct-2021: the event took place during testing. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches and cracks found on lcd lens screen. The customer stated problem was not duplicated. Unable to duplicate customers reported "cassette not attached error alarm" however error was found to have happened multiple times in the device ehl (event history log). The downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.